Manufacturer narrative:
The reported events were a helix mechanism issue and failure to capture. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended and covered with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil at the connector region. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix covered with blood / tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x - ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited loss of capture. The physician attempted to re-position the lead, but the helix would not extend. The lead was replaced, and a new one was implanted. No patient consequences were reported.